Manufacturer narrative:
Additional information was received from the abbott field service representative indicating that : the issue was determined to be due to a misaligned/loose probe which was identified as the cause of elevated troponin result. The issue was resolved by replacing the probe. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, list number 01l86, were identified.

Event description:
The customer observed false positive troponin results while using the architect i1000sr analyzer. The customer indicated a patient with cardiac problems was admitted to the emergency room and an initial troponin result of 0.156 was generated (normal range 0.0 - 0.06). A physician questioned the result and it was retested generating a repeat result of 0.008. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a review of the instrument service history, a search for similar complaints, and a review of labeling. A review of the service history of the customers instrument returned no similar complaints for erratic patient results, and no service tickets for issues which could impact results around the timeframe this complaint was opened. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.